Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper both seals were intact and top and bottom cases are in excellent condition. No visible contamination. A review of the event history log identified primary audible alarm background test. Ehl attached to complaint as reference. Functional testing was performed power up and performed infusion / occlusion test. Reported problem duplicated during occlusion test using same rate as customer (51 ml/hr.) Testing found the issue to be the speaker. According to trouble shooting chart page # 55 on mf4000 service manual doc# as10014940-001 background self-test sensed no current flowing in the primary speaker. The root cause was unable to be determined. No external damage or contamination to interconnect board or speaker. The tech replaced the speaker, power up process and all the functional tests passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device showed a primary audible alarm. No patient injury reported.